Event description:
Customer received a false positive hcg result for one pt sample. On (B) (6) 2009, the sample was initially tested as an aliquot prepared from a primary tube and gave result of 1196 miu/ml. Result after re-analysis was 1004 miu/ml. Because the hcg results were not in accordance with the known clinical info of the pt, the sample was repeated twice the same from primary tube, giving 0.342 miu/ml and was confirmed by the second measurement of the same sample. The discrepant result has not generated any consequence on the pt's treatment since it has been identified and controlled before being provided to the clinician so that no erroneous result was delivered. If add'l info is received, appropriate notification will be provided.